Manufacturer narrative:
(B)(4).

Event description:
Philips received a report that the customer reported that someone on the nurse staff called the fire department and reported an electrical burning smell emanating from the hallway along the main entrance to CT room. When the fire department arrived and investigated the report, they found the smell coming from the ups (uninterruptible power supply) of the brilliance CT system and immediately disconnected it. This resulted in the system being inoperable until the field safety engineer arrived at the site and put the system in bypass mode. The CT system was not in clinical use at the time of the reported event. There was no harm to a patient, operator or bystander from this issue.